Manufacturer narrative:
Initial report ref to natus complaint #(B)(4). 20-feb-2023: natus received notice that the customer's stop cock drain failed during use. Customer provided a picture of the unit. Customer asked to return the complaint form and confirm if product will be returned. 23-feb-2023: second attempt made to confirm part and lot number information. 27-feb-2023: complaint form received, confirmed device was not saved therefore part will not be returned. Customer confirmed there was no delay in surgery or patient injury. Device was in contact with the customer and additional medical intervention was required so pa could change out the entire system to allow draining and zeroing. Acceptable risk associated with the complaint as per line 4.33, severity:11 in doc-(B)(4) risk analysis spreadsheet. Risk is considered to be moderate. A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed. Product will not be returned as the customer did not save it, no additional investigation available to be completed.

Event description:
Nt821732c, collection bags and eds. Evd the stop cock for the drain was almost impossible to turn and was stuck in position.